Event description:
Reportedly, a reset of the device occurred.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
Analysis of device files provided revealed: - the device switched in standby mode on 08 sept 2022. The observed switch to standby mode was triggered by the programmer upon detection of inconsistent data in the device memory. - the device was properly re-initialized on 08 sept 2022. - based on available data, no issue is suspected on the subject pacemaker.

Event description:
Reportedly a reset of the device occurred.

Manufacturer narrative:
Analysis of device files provided revealed: - the device switched in standby mode on (B)(6) 2022. The switch was triggered by the programmer. The root cause of the switch could not be identified with the provided data. - the device was properly re-initialized on (B)(6) 2022. - based on available data, no issue is suspected on the subject pacemaker

Event description:
Reportedly a reset of the device occurred.